Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined and the device was not returned for inspection. It is likely that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. The reprocessing manual warns against insufficient reprocessing: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Tac communication with the customer advised the customer that sinks are not recommended for cleaning scopes. Additionally, customer were provided with a detergent letter and high level ( hl) disinfectant letter. Tac in addition, provided customer the reprocessing manual and pointed out page 64 that talks about a clean large basin and the size to clean the scope. Additionally, tac recommended customer for a field service engineer (fse) visit to do in service . In a follow up communication with the customer, the customer conveyed that they have found the answer and that they will reach out if things did not work out or if needed further assistance. Customer requested tac to close the case. Additional follow up also noted that the customer did not provide further information other than stating that "there is no other information. This was all taken care of weeks ago". Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer communicated with olympus tac (technical assistance center) support engineer and asked questions regarding chemical for use in sink. There is no patient involvement associated on this event. No harm reported, no user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.